Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Brand name - unknown. Product code - unknown. Product identification & expiration date - unknown. Date explanted - unknown . Manufacture date 0- unknown. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent total hip arthroplasty on unknown date. A subsequent revision was performed (B)(6) 2013, due to malpositioned cup. The cup, liner and head were removed and replaced.